Manufacturer narrative:
After battery installation, the unit powered up with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self-tests due to the blank display. Unit had cracked battery tube threads, cracked case corner of belt clip rails, label damage. The unit p-cap or test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at back of insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.